Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00207.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 assay. The initial assays were performed on the (B)(6) 2021. The sample type used with these assays were not provided. An unknown rapid antigen test was performed the follow day on (B)(6) 2021 which generated negative results. A confirmation pcr test was then performed on (B)(6) 2021. The results of this pcr test was received on (B)(6) 2021 confirming a negative result. The customer reached out to technical services (ts) for instrument cleaning guidance. The customer then performed the instrument cleaning as advised by ts. On the (B)(6) 2021 repeat testing was performed which generated a positive result. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false positive results generated on the (B)(6) 2021 2 of 2.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m169219 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m169219 and device part number 190-430 / lot: m169219. The lots met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m169219 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.